Event description:
It was reported that the tandem-provided usb charging cable and tandem-provided wall power adapter became damaged and was no longer able to be used to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.